Event description:
It was reported that during a laparoscopic sigmoid resection procedure, there were no bleedings intraoperatively. An optical perfect staple line was placed in a double staple technique. One day post-operatively, the patient had to undergo a laparotomy and wound leakage was found directly where the two staple lines crossed. No malformed staples were found. The staple line looked good intra-op. The patient is fine and left the hospital in 2003.